Event description:
It was reported that both the superior vena cava coil and the right ventricular coil of the right ventricular lead had high impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the superior vena cava coil and the right ventricular coil of the right ventricular lead had high impedance. It was also reported that the superior vena cava coil was turned off. The lead is still in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. There were two patient alerts for out of specification threshold. There was subthreshold lead impedance on (B)(6) 2012. The programmer data shows two alert events - "right ventricular defibrillation lead impedance greater than 200 ohms" on (B)(6) 2012. Programmer data shows one alert event "superior vena cava coil lead impedance warning" on (B)(6) 2012. The daily lead trend data shows superior vena cava coil defibrillation equal to 254 ohms range between (B)(6) 2012.